Event description:
It was reported that the patient complained of discomfort in the device pocket. The device was reimplanted subpectorally and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5076, lead, implanted: (B)(6) 2013. (B)(4).